Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
(1) complaint description: quotation of the customer: "during startup the device gives multiple errors. Including buzzer defective and 246041. Please see the attached log files and pictures. Indicator board is attached correctly and all the leds work." (2) health impact: none, no patient involvement, it happened during a selftest.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: the complaint, received on 23 january 2025, concerned a hamilton-c6 device that alarmed with multiple errors during startup. According to the field technician's report from 21 february 2025, no hardware parts were replaced, and the device passed all service software checks. The unit was subsequently returned to the customer in proper working condition. No formal technical investigation was conducted, as no faults were identified. No correction was made, as the device is functioning. There was no patient involved.